Manufacturer narrative:
(B)(4) the post market surveillance department is in the process of reviewing medical records. The plant investigation is in progress. A supplemental medwatch will be submitted with additional relevant information.

Event description:
During medical record review for an unrelated event, it was learned the patient was admitted to the hospital on (B)(6) 2016 for altered mental status shortly after hemodialysis at her outpatient facility. According to the medical record, the patient presented to the emergency room after dialysis complaining of nausea, vomiting, and diarrhea. The patient was noted to have an altered mental status and appeared confused. According to the clinic manager, the symptoms were caused by low blood sugar. It was reported the patient received intravenous d50 and was discharged home. The clinic manager denies any device malfunction during the treatment.

Manufacturer narrative:
A sample was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all naturalyte dry pack bicarbonate products shipped to this account within the selected time frame. A records review was performed on the (B)(4) lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lots passed all release criteria. A definitive conclusion regarding the involvement of the concentrate product could not be reached without a physical analysis of the dialysate used during the reported event. A retrospective review of the batch production records (bpr) for finished product, delivered to the client, during the specified time frame, failed to identify any non-conformances and/or abnormalities during production that could have caused or contributed to the reported event. Therefore, no evidence of a manufacturing problem exists to substantiate a causal relationship between the concentrate product and the reported event. Naturalyte dry pack bicarbonate is manufactured to meet aami requirements using validated processes, and released based on a determination that the finished product met those requirements. Per the documented product investigation, there was no indication that the naturalyte dry pack bicarbonate product caused, contributed to, or was a factor in the reported event.

Manufacturer narrative:
Clinical investigation: the patient medical records were provided by the facility on march 16, 2016 and april 26, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. A (B)(6), end stage renal disease (esrd) patient completed a routine hemodialysis (hd) treatment without incident. Following the completion of the treatment, the patient became ¿non-coherent.¿ although the patient¿s vitals remained stable, a blood glucose check was performed and was found to be 65. The low blood glucose value of 65 was indicative of hypoglycemia. The patient received 50ml of d50 and a saline bolus with effect to blood glucose level as the repeat blood sugar was 104. The symptoms (non-coherent, confusion, nausea, vomiting) exhibited by the patient are consistent with hypoglycemia (low blood sugar levels). Of note, patient medical record does not indicate a history of diabetes. Medical records do not contain hospital progress notes, medication administration record or a discharge summary. Based on the medical records received (in-center hemodialysis treatment sheets and the lab/testing results from the patients admission to the ER) there is no documentation that indicates a causal relationship between the patients¿ hemodialysis treatment and the non-coherent and confused state exhibited by or the nausea/vomiting experienced by the patient. Additionally, the hd machine functioned as expected. There were no unexpected alarms and the machine remained in service.

Event description:
Additional medical information was received on april 26, 2016 related to this event. The following relevant information was identified during a review of this documentation. On (B)(6) 2016 the patient had a hd treatment via tunneled right jugular catheter; start time was 11:42 am. The patient completed treatment at 3:59 pm with no adverse events or complaints documented during the 4 hours and 17 minutes of treatment. The patient was noted as being "alert" throughout treatment, and was observed resting comfortably. Patient denied having any complaints. However, following the hd treatment, the patient became non-coherent. A normal saline bolus was given (amount not known), blood pressure 112/60, blood glucose checked - 65. 50ml of d50 was administered to patient. The patient vomited. Blood glucose was rechecked - 104. The physician ordered the patient to report to the emergency room (ER) for evaluation. The patient was discharged from the hd center to the ER in the care of spouse. The patient's condition upon discharge from the hd center was noted as being "stable." Upon arrival at the ER, patient's spouse indicated noting some preceding weakness of the patient's left arm. Patient physical examination of the patient in ER found the patient to be alert, however, words slurred. Skin turgor was decreased, chest congested, and cardiac no gallops. Abdomen was found to be tender without guarding. Erythema noted over lower legs. Motor testing revealed 5/5 strength. Hemodialysis orders from 13jan2016 noted as being the following: optiflux l60nre dialyzer assembly; dialysate composition: 2 k, 3.5ca, l mg, l00 dextrose; sodium (meq/l): 137; bicarb machine setting (meq/l): 28; bfr: 350; scheduled hours: 4:30..